Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does become available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Patient claimed that the programmable shunt was readjusted without any external influence. It was originally programmed on 160 but changed to 60. Surgeons suspect that the patient might have tried to readjust the shunt on his own (he has a technical background).